Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-03812.it was reported that the patient's leads had migrated. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.